Manufacturer narrative:
(B)(4).

Event description:
It was reported that telemetry issues occurred due to premature battery depletion. Reportedly, the device was turned off for six months and then it was set on moderated to high settings for the past six months. The device was at 3.74 six months ago so they felt something may be wrong. A replacement was considered but it was later decided to leave the device in and not do anything further at this point.